Manufacturer narrative:
(B)(4).

Event description:
Procedure: heller colectomy. According to the reporter: the device would not toggle. The suture was difficult to unload. The suture broke while trying to unload. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used.

Manufacturer narrative:
(B)(4).